Event description:
It was reported that the patient presented to the emergency room. It was discovered that the right ventricular (rv) lead was fractured and was exhibiting inadequate capture and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.